Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient became less active. It was also reported that the right atrial (ra) lead exhibited high impedance. The lead was explanted and replaced. No further patient complications have been reported as a result of this event.